Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have an attachment coupling malfunction and would not accept the function gauge and coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported that during an unspecified veterinary orthopedic surgical procedure, it was observed that the small battery drive device had problems attaching and disconnecting attachment devices. The reporter stated that the problem existed with all attachment devices. There were no delays to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred between (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.